Manufacturer narrative:
G2: foreign country - mexico continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) battery; product ID: (B)(4) battery; product ID: (B)(4) uninterruptible power supply (ups), h3, h6: multiple fdd/annex a codes were reported. A0719 was coded for equipment shut down. A0709 was coded for navigation and the antenna cart turned off several times, consequently navigation was lost. The system was serviced in the field by a medtronic representative. The batteries and uninterruptible power supply (ups) were replaced. Codes b01, c02, and d02 are applicable. Img code g02002 applies to the batteries and g02027 applies to the uninterruptible power supply (ups). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the equipment shut down. The system was on in column navigation and the antenna cart turned off several times, consequently navigation was lost, several attempts were made to turn on the antenna but it was not possible and the power button only flashed blue. Reboots of the entire system were performed and only the main cart turned on. The entire system turned on but, both carts did not turn on synchronously. Both carts were kept on and the surgery was completed. There was no reported impact on patient outcome. It was reported that the equipment turned on without any problem. The batteries were low in charge so, both carts needed to remain connected to achieve a full charge. The device remained powered on for monitoring for 1 hour and showed no errors. The camera and sensor tests were okay. The central processing unit (cpu) voltage measurement was 47.85 volts, which was within the correct range. The user mode was entered to view some images and plot planning trajectories. The device's performance remained unchanged and was not affected. The device remained operational and in optimal condition.

Event description:
Additional information was received. It was reported that this occurred during a cranial procedure.

Manufacturer narrative:
Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was a delay of about 5 minutes.